Event description:
It was reported that atrial pacing threshold results printed (0,5v at 0,35ms) differ from the results exported with paceart export function of the smartview software (0,75v at 0,1ms). Preliminary analysis showed that file exported via paceart did not correspond to the one printed.

Event description:
It was reported that atrial pacing threshold results printed (0,5v at 0,35ms) differ from the results exported with paceart export function of the smartview software (0,75v at 0,1ms). Preliminary analysis showed that that file exported via paceart did not correspond to the one printed.